Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of the left ventricular lead due to increased capture threshold. The physician made no allegation of lead malfunction and suggested the issue was likely due to the patient's anatomy. The lead was explanted and replaced. The patient was in stable condition.